Manufacturer narrative:
Concerned dacapo powerpack will not be returned to headquarters due to iata regulations. Analysis of supplemental document will be evaluated and a failure analysis will be submitted as a follow-up report.

Event description:
The cover lid of the dacapo powerpacks fell off. The user tried to repair them using an adhesion bond. Supplemental document received for one of these devices at a later point in time indicated a cracked housing was found. There was no report of leakage of electrolyte nor injury. Dacapo powerpacks will not be returned to headquarters due to iata regulations.

Manufacturer narrative:
Additional information: concerned devices could not be returned to the manufacturer for investigation. Based on received information, unglued battery housing lids could be assumed, rendering the batteries non-functional. Additionally, a cracked battery housing was reported. However, neither patient contact to battery chemistry nor any injuries were observed.

Event description:
The cover lid of the dacapo powerpacks fell off. The user tried to repair them using an adhesion bond. Supplemental document received for one of these devices at a later point in time indicated a cracked housing was found. There was no report of leakage of electrolyte nor injury. Dacapo powerpacks will not be returned to headquarters due to iata regulations.